Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that patient experienced repeated medication accumulation at the infusion site due to leakage event on (B)(6) 2026. The patient was also receiving multiple concomitant medications at the time of the event. No further information available.